Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction with meniscal repair procedure, while using the speed cinch w/ 2 peek implants, the surgeon passed the first implant through the meniscus and capsule and pushed the button to select 2nd peek implant and did a 3/4 squeeze to 'click" & hold it in that position. He then advanced the needle through the meniscus & capsule and completed squeeze for the 2nd peek implant. He started to withdraw the speed cinch and realized that the 2nd peek implant had not deployed. He then re-inserted the needle through the meniscus & squeezed, and again, the 2nd peek implant would not deploy. The surgeon left the first peek implant in the meniscus and was able to cut the suture and tie it off to secure it in place. The case was completed with another speed cinch w/ 2 peek implants (lot: 1025127).